Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The pump was delivering remodulin (10.0 mg/ml at 0.062 mg/day).

Event description:
The system was returned with no alleged issue from the field.